Event description:
A healthcare provider called to report the patient went to the emergency room with blood glucose reading of 310 mg/dl and her bg and insulin history is as follows: time: 10:00; bg (mg/dl): 304; bolus (u): 4.60. At 3:00 pm, the pod was discarded. There were no additional bg levels, treatment or history provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.